Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown issue with use and set up occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an sql error. The reported event of an unknown issue with use and set up is reportable based on the finding of an app crash. No injury or medical intervention was reported.